Event description:
Adverse event(s): delay of surgical procedure (surgical procedure, delayed). Product problem(s): footswitch failure with associated system messages (device displays error message). The nurse reported that the system was set up for the case and the patient was on the table prepped for surgery. No incision had been made. The surgeon tested the footswitch and it was not responding. The nurses plugged and unplugged the footswitch, and the system displayed a message code. The footswitch was replaced with another footswitch and the system displayed a second message code. The system was rebooted, but it would still not accept either footswitch. The biomedical engineer brought in a third footswitch, and this footswitch worked. This footswitch was used to complete the case. The case was delayed by 30 to 45 minutes. There was no patient injury.

Manufacturer narrative:
No sample was returned for evaluation. The customer reported that the in-house biomed examined the footswitch and fixed it. No further information was provided. A review of complaints for the last 24 months did not indicate any additional related complaints or related service requests for this system. The root cause of the footswitch issue could not be determined. (B) (4). (B) (4). (B) (4).